Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition; in addition, excessive dried body fluids were found inside the shrouds of the instrument. In an attempt to replicate the reported incident, the device was cycled and it fed five scissored clips; during the analysis, upon each actuation dried body fluids came off from the shaft and an incident of clearing misfire occurred. The instrument locked out as intended. A possible cause for the feeding incident is the dried body fluids that were noted on the device. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy and ligation of renal artery procedure, uncontrollable bleeding was encountered due to clips not closing around the artery. Multiple attempts made with the device to control bleeding. A second device was opened and similar results occurred. Bleeding was finally controlled with a third device. Once bleeding was controlled, procedure was completed laparoscopically as planned. Procedure was delayed by ninety minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.